Event description:
It was reported that a patient with a history of cardiomyopathy experienced several issues with the ventricular assist device (vad). The patient was evaluated in a clinic after reporting alarms on (B)(6) 2025, which resolved spontaneously.  Log files indicated low flow alarms on that date, along with increased pulsatility. Additionally, atypical motor starts were recorded on (B)(6) 2022.  Potential causes for the atypical parameters, including mechanical and clinical factors, were reviewed. The patient was part of subgroup 1 and currently exhibited no symptoms.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
### Investigation of this event is pending and a supplemental report will be sent upon its completion. ### continuation of d10: 407645 lead 09-aug-2012, dtmb1d4 ICD 09-may-2017 ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed intermittent decreases in power consumption and estimated flows, with associated increases in pulsatility, throughout the analyzed period. In addition, three (3) low flow alarms were logged on (B)(6) 2025. Log file analysis also revealed motor start events recorded on 13/jan/2022 at 17:56:52 and on 14/jan/2022 at 19:10:55 in which the motor start parameters were atypical. Based on the risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the device may have caused or contributed to the low flows and pulsatility event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. Per the instructions for use, possible root causes of changes in pulsatility can be attributed to patient conditions including left ventricular contractility, right heart function and left ventricular afterload, which can be affected by pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.